Event description:
This rv lead was implanted on 2005 and was explanted on (B)(6) 2014 due to lead dislodgement and loss of capture. Patient did not present asystole for more than 2 seconds. Loss of capture was noted during follow up during threshold testing. The physician decided to program patient ambulatory to change ventricular electrode. Patient is stable. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).